Event description:
During an acl reconstruction the surgeon was using a 2.7mm x 15" passing pin from the endobutton cl ultra pac (p/n (B)(4)), intra-operative the pin broke in the patient. While the surgeon was drilling the tibial tunnel an angle was created which forced the pin into the tibial plateau. The pin broke within the tibial tunnel/plateau and currently remains in the patient. The procedure was ultimately aborted. The surgeon plans on re-operating and re-opening the patient to remove the broke drill piece however, at this time a date for the procedure is not available.

Manufacturer narrative:
One device was returned for evaluation. It was confirmed to be broken near the distal tip. The complaint description describes a scenario where the pin was being used at an angle. If the pin is off-axis while rotating, it would induce a lot of stress onto the pin itself. The off-axis use is further evident in the fact that the pin has a lot of circumferential skive marks all along the length of the pin. This indicates that the pin was being forced against another device or accessory while in use. There are no other complaints on file for this production lot. Based on these findings, no root cause specific to the manufacture of the device can be established. (B)(4).